Event description:
We had a patient admitted into the hospital that takes aranesp (darbepoetin) at home. The doctor entered the order to be filled by pharmacy via (B)(4). The order came across as follows: "darbepoetin 0.4ml IV qwed (medrec) darbepoetin 60mcg/ 0.3ml (aranesp) 0.4ml IV syringe qwed......" The issue is aranesp has different concentrations: 40mcg =0.4ml syringe. 60mcg= 0.3ml syringe therefore, the way the order was written (even though written incorrectly for ml instead of mcg), the dose could be misinterpreted as: using a 40mcg syringe, 0.4ml= 40 mcg. Using a 60mcg syringe, 0.4ml= 80mcg there is a potential to either double the dose or half the dose. (B)(4).